Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) became exposed on the surface of the skin creating a wound dehiscence that was not severe and the patient developed an infection. It was noted that the edge of the device was rubbing against the wound site. Cultures were taken and noted to be (B)(6). The organism was identified as (B)(6). The crt-p system was removed. No further patient complications have been reported as a result of this event.